Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during fill tubing. Customer's blood glucose reading was 391 mg/dl. Customer reported that the event was resolved by changing the infusion set and reservoir. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.